Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-10031. It was reported the patient's (brazil) recharge burden has increased. Despite charging the ipg for an extended amount of time (up to 3 hours), the patient does not receive the indication from the charging system that the ipg is fully charged. It was noted that the patient programmer confirms the device is fully charged. Additional charging systems were tested with the patient's ipg with the same results noted. The patient has been issued a replacement charging system. Surgical intervention is being considered to resolve the aforementioned issue. The patient reported experiencing a burning sensation after prolonged charging; however, charging the ipg more frequently for less time each session effectively resolved this issue.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation performed. Results (other) - pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.